Manufacturer narrative:
Additional information received indicated the device was replaced due to moderate stenosis and calcification. No additional adverse patient effects were reported. Added patient weight. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that 10 years 3 months post implant of this 27mm mitral bioprosthetic valve, the device was explanted and replaced with a 25mm bioprosthetic valve for unknown reasons. No other adverse patient effects were reported.